Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. Omsc concluded there was no serious injury to this phenomenon because the user did not perform the additional treatment for the patient. If additional information becomes available, this report will be supplemented.

Event description:
During cleaning and disinfection of the device, the cleaning staff of the user facility confirmed that there was a piece of the patient's mucous membrane tissue on the distal end cover and the distal end cover was cracked. The doctor of the user facility did not recognize that there was mucosal damage. The doctor did not perform the additional treatment including the re-insertion of the endoscope for the patient. The patient did not have a medical history, primary illness, ulcer, or stenosis that could lead to injury. The patient had no other symptoms.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. A replication test was conducted using a pig organ. As a result, the following was found. -tissue is embedded in the distal cover after the scope is removed with suction activated. This phenomenon is observed regardless of with/without crack. -more tissue is embedded when a small crack is present on the distal cover. -when there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. Omsc could not confirm the device history record because the device lot number was unknown. Omsc confirmed the manufacturing process to make sure if there was any change that could affect the product. There was no abnormality or deviation that could contribute to the reported issue. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -if suction was activated or the distal end of the endoscope was pushed against the mucous while removing the endoscope, a gap could develop between the forceps elevator and channel or the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. -the user started the procedure without noticing cracks in the distal end cover during the preparation of the use. If significant additional information is received, this report will be supplemented.